Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured and was simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good.